Event description:
It was reported that a size 29 mm micro patellar component had been implanted with a size d left femoral component during surgery in 2009. It is not known whether revision surgery is scheduled.

Manufacturer narrative:
Evaluation summary: in 2009, a surgery was performed using a micro all-poly patella with a lps femoral component. The devices were implanted, and a revision has not yet been planned. The lps surgical technique specifies that only standard patellas can been used with the lps femoral components. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.